Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. However, due to the covid-19 pandemic, the products cannot be physically evaluated at this time. The investigation has been performed based on the available device information and when the physical products are able to be evaluated, the investigation will be re-opened and updated as applicable. Also the device will be measured with a caliper and verified to match dwg no. Pd- tsvb11 rev l, functional testing to recreate the reported event could not be performed due to the nature of the event. Pre-existing conditions noted on the per is osteoporosis. The reported device was located on tooth # 21 and was used for approximately 8 days a device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformances identified. Complainant reported that the implant was removed due to strong pain . The reported device was received. However, due to the covid-19 pandemic, the product cannot be physically evaluated at this time. The investigation has been performed based on the available device information and when the physical products are able to be evaluated, the investigation will be re-opened and updated as applicable. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. G4: date received by manufacturer. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was returned for investigation. Visual inspection of the as returned product identified slight bone on threads and no damage. The returned device was measured and verified to match print specifications. Functional testing to recreate the reported event could not be performed due to the nature of the event. Pre-existing conditions noted on the product experience report (per) is osteoporosis. The reported device was located on tooth # 34 and was used for approximately 8 days. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the implant was removed due to strong pain. The dental implant was returned for investigation and evaluated, however, the reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer. H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Additional PMA/510(k) numbers: k013227.

Event description:
It was reported that the implant was removed due to pain. Tooth location 34.